Event description:
It was reported that when the nurse used disposable sterile catheters for the patient the part of the urine was found to be flown out of the catheters with leakage.

Manufacturer narrative:
The reported event was inconclusive as no sample returned for evaluation. It was unknown whether the device had met relevant specifications. The product used for urological care. It was unknown whether the product had caused the reported failure. A potential root cause for this failure mode could be due to bubble void on the rubberize layer. The device was not returned for evaluation. The lot number was unknown therefore the device history record could not be reviewed. The product catalog number for this device was unknown. Therefore bd was unable to determine the associated labeling to review. H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the device was not returned.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The device was not returned.

Event description:
It was reported that when the nurse used disposable sterile catheters for the patients, part of the urine was found to flow out of the catheters with leakage.